Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer also stated that the insulin pump had no delivery alarm during manual prime. Trouble shooting was performed for no delivery alarm. Customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer states the insulin did not exit. Customer was advised to manually push plunger to see if insulin exits the tubing. Customer states insulin exited. The insulin pump will not be returned for analysis.